Event description:
Consumer reported complaint for bad beeps; customer stated that the true metrix meter keeps beeping and will not stop. During the call the customer removed the battery from the meter and replaced it and the meter continued to beep. Customer pressed the dot button and inserted a test strip and the screen flashes and the meter beeps. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The test strip lot manufacturer¿s expiration date is 03/13/2025; product storage and open vial date were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and defect found on returned meter - and missing segments. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications root cause: rc-076: mishandled by the end user. Note: manufacturer contacted customer in a follow-up call on 26-dec-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she did not get a chance to use the meter. Customer states she just has the meter in the event she needs to test her blood sugar. She will call if she needs assistance.